Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA (B)(4)and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing needle retraction failure after use. The following has been provided by the initial reporter: -it is reported facility has experienced retraction issues and one needle stick injury when using wingset. Verbiage received, - my lab assistants have informed me that they have encountered butterfly needles that do not fully retract. Apparently there was one last night where my lab assistant was poked. (I am still waiting for the details on this incident). I believe the problem lot # is 8323638, as this is the only lot # we currently has on site."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Testing of the customer samples was performed and partial retraction was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing needle retraction failure after use. The following has been provided by the initial reporter: it is reported facility has experienced retraction issues and one needle stick injury when using wingset. Verbiage received, - my lab assistants have informed me that they have encountered butterfly needles that do not fully retract. Apparently there was one last night where my lab assistant was poked. (I am still waiting for the details on this incident). I believe the problem lot # is 8323638, as this is the only lot # we currently has on site."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing needle retraction failure after use. The following has been provided by the initial reporter: it is reported facility has experienced retraction issues and one needle stick injury when using wingset. Verbiage received, my lab assistants have informed me that they have encountered butterfly needles that do not fully retract. Apparently there was one last night where my lab assistant was poked. (I am still waiting for the details on this incident). I believe the problem lot # is 8323638, as this is the only lot # we currently has on site.